Manufacturer narrative:
UDI is unknown. No product information has been provided to date. B5 d5 h6 h6 heic. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received via email 3-dec-2021. Event occurred during routine maintenance.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined- this showed the lcd screen was missing. Internal examination showed the lcd screen had been broken off from the printed circuit board. The issue was determined caused by user damage.

Event description:
It was reported the device display did not work. No patient involvement.